Event description:
This lead was implanted on (B)(6) 2002 and still remains implanted at this time. A call states that this lead had undersensing issue. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).